Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 356 mg/dl and was addressed with a manual insulin injection. The customer changed out the pump supplies. The customer has scar tissue in the area of the infusion site; however, there have been no noted issues with the sites. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.